Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the surgeon said that the ez45g device would not fire and locked out. Another device was used to complete the case. There was no consequence to the pt.